Manufacturer narrative:
Product was not returned yet to manufacturer . No examination was performed. The review of the device history records and traceability did not reveal any non-conformance's to specifications or deviations in procedures that might have contributed to the reported event investigation still in progress. Conclusion is not yet available. Device not received yet by manufacturer.

Event description:
Mobi-c p&f us : disassembly. Surgeon placed the implant and went to adjust it with the inserter. And the implant fell apart. No impact on the surgery or delay was reported. No impact on patient. The surgeon didn't encounter a resistance while inserting the implant. The reporter thinks that there was no angulation while inserting the prothesis neither a rotationnel move when the surgeon tried to reposition it . No per-op images available. Product will be returned to manufacturer. Investigation still in progress.

Manufacturer narrative:
The decontamination form of the product correctly completed and signed was received on (B)(6) 2018. The product evaluation could be performed. A visual examination confirmed that the notches at the end of the left jaw, where the prosthesis is in contact with the jaw, are deteriorated. Indeed, material deformation and pullout are observed. Also, the same deterioration can be observed in the notches at the end of the right jaw, where the prosthesis is in contact with the jaw. Those marks are typical of some rotational movements of the prosthesis on the jaws, causing its disassembly. Indeed, it is more than likely that the implant conflicted with jaws due to some rotational movement of the surgeon on the implant holder. Those rotational movements generated some efforts, causing the material deformation and pullout clearly observed on the jaws and the disassembly of the inferior vertebral endplate. This also confirms that the disassembly happened during insertion. Additional information received on october 30th 2018 reported that the surgeon used trials before inserting the prosthesis. The disc space was under distraction. The depth stop adjustement was initially set at zero. It is unknown whether or not the uncus were released as much as possible. The surgical technique at the mobi-c loading on inserter was followed. The surgeon used the mobi-c distraction forceps. It is unknown whether or not the mobi-c no touch level was used. Though the reporter is not sure, the disassembly may have happened during insertion according to the reporter. It is unknown whether or not the prosthesis was inserted with an angle or a rotational move was done while inserting the prosthesis. There was no difference in the surgical steps during the insertion of the first and second implant. From the information provided based on the zper, the product history records, the recurrence of this type of event for this product and after having performed the product evaluation on the returned product, the investigation found no evidence to indicate a device related issue. It is more than likely that the surgeon used some rotational movement to position the implant, leading to its disassembly. Indeed, it was reported that it is unknown whether or not the prosthesis was inserted with an angle or a rotational move was done while inserting the prosthesis. Moreover, it was also reported that it is unknown whether or not the mobi-c no touch level was used. Its use is to check the correct position in rotation of the implant holder. The use of the mobi-c no touch level could have allowed a parallel insertion of the implant into the intervertebral disc space. Its use is clearly stated in the surgical technique. In addition, it was reported that it is unknown whether or not the uncus were released as much as possible. Yet, a complete discectomy of the disc space between the uncus is clearly stated in the surgical technique. Indeed, it is important to remove all osteophytes on the superior and inferior endplates, which can interfere with the prosthesis insertion and causing its disassembly.

Event description:
Mobi-c p&f us : disassembly. Product was evaluated by the manufacturer r& d team on october 9th after receiving information related to decontamination . Additional information received on (B)(6) 2018 about the surgical steps followed during the surgery : reporter mentioned that the surgeon used trials before inserting the prosthesis. The disc space was under distraction. The depth stop adjustement was initially set at zero. It is unknown whether or not the uncus were released as much as possible. The surgical technique at the mobi-c loading on inserter was followed. The surgeon used the mobi-c distraction forceps. It is unknown whether or not the mobi-c no touch level was used. Though the reporter is not completely sure, the disassembly may have happened during insertion according to the reporter. It is unknown whether or not the prosthesis was inserted with an angle or a rotational move was done while inserting the prosthesis. There was no difference in the surgical steps during the insertion of the first and second implant.